Manufacturer narrative:
No patient information provided as no patient was involved in this concern. M calibration was done over the phone. The site confirmed that the system is now operational.

Event description:
Medtronic received information that the ias was unable to dock. During trouble shooting the technical services (ts) recommended to the site that they invalidate home and hold m to calibrate, but the gantry was then making jerking motions and repeating the same motion multiple times. After not holding m, the user was unable to close the the door. The system was in stand alone mode. There was no patient present when this issue was identified.